Event description:
The customer reported that the clip would not close on the vessel and came off. A short delay in surgery due to getting a second applier was reported. No pt injury reported.

Manufacturer narrative:
Method/results: DHR reviewed. The instrument passed conformances or deviations observed during production.